Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement: patient underwent bilateral uni-compartmental knee replacement on (B)(6) 2003. At this time both the right medial and the left medial compartments were replaced. The patient has presented with a painful right knee, right knee x rays show possible osteolysis around the tibial compartment. A decision was made to revise the right uni-compartmental knee to a total knee. On opening the knee, the all poly tibia was found to be loose but there was also progression of disease in both the lateral joint and the patella femoral joint. Both femoral and tibial components were removed. A stemmed and sleeved attune tibial implant was inserted along with a primary attune ps femur.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no additional related incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.